Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. Retention material complies with the specification.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4). In the morning on the day of the event, the customer obtained meter readings of 2.3 inr and 1.6 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The meter heater plate had not been cleaned recently. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in coumadin dosage, no changes in medications, no changes in diet, no new illnesses, and no signs or symptoms of bruising or bleeding. The customer's meter and test strips have been requested for return. Replacement products have been sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.